Event description:
The customer reported that the device jaws could not be re-opened while on tissue. The instrument was removed from the pt by resecting the tissue directly adjacent to the device jaws. There was no pt injury. The site did not provide add'l details regarding the incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.